Event description:
The customer reported hemoglobin (hgb) blank shift errors on a unicel dxh 800 coulter cellular analysis system; initial troubleshooting did not resolve the errors and service was dispatched. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 11/28/2014. The fse replaced the hgb cuvette chamber to resolve the issue. Instrument operation was verified. (B)(4).